Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported constant "close door" message was reproduced and confirmed through evaluation. This condition was caused by a failed lower auxiliary flex. The failed lower auxiliary assembly was replaced.

Event description:
It was reported a spectrum pump had a constant "close door" message. It was also reported there was no pt injury.